Event description:
Mentor implant surgery to put in implants in 1989. Since the first few mos, pt began experiencing health problems & pain & now pt is physically disabled - on pain meds every day & in bed 18-24 hrs a day. Pt has so many health issues due to this that pt & drs fear pt may not survive the surgery if they can ever get it to be approved by medicare or medicaid to remove them. They stopped the surgery 7+ yrs ago. Now the silicone is not contained in the scar tissue - erupted many yrs ago - & causing more life threatening issues & burning. Pt has had 5 lymph nodes removed already. Pt was 135 lbs & now is struggling to maintain weight over 95 lbs. Pt is deteriorating fast & is going for another ultrasound & mammo next mo & pray for the surgery to go forward but if past attempts prove anything, it is that pt will be left to continue to die off due to the insurance co's stopping it & not covering. Pt has been going to specialists & surgeons for the last 15 yrs continuously & they are doing what they can to make them comfortable but not able to remove them to stop the deterioration of little body.